Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp standard bore catheter extension set disconnected from a non-baxter IV catheter. The event was further described as a ¿stat lock¿ was placed over the catheter which makes it difficult to ¿retighten¿ after the device is applied. An unspecified quantity of blood was observed in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.